Manufacturer narrative:
Device evaluated by MFR.: the emerge catheter was received inside a carrier tube (hoop) within an emerge shelf box that matched the information on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a ballooon rupture occured. The 90% stenosed, calcified lesion was located in the severely tortuous middle of left anterior descending artery. After crossing the lesion with a 15mm x 2.00mm emerge balloon catheter, the device was inflated. During inflation the balloon ruptured at nominal pressure. It is unknown how many inflations were performed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occured. The 90% stenosed, calcified lesion was located in the severely tortuous middle of left anterior descending artery. After crossing the lesion with a 15mm x 2.00mm emerge balloon catheter, the device was inflated. During inflation the balloon ruptured at nominal pressure. It is unknown how many inflations were performed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).